Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's blade was dislodged. Functional testing of the instrument was not performed due to the instrument had a broken cable. Failure analysis investigation also found that the instrument's wrist had two broken grip cables at slots 6 and 7. There was some debris located at the site of the breakage. No other damage was found. Damage found. Review of the instrument's instrument control box and master supervisory controller logs showed that during use of the instrument, two blade jam errors and multiple incomplete cuts errors occurred. The instrument also failed a self-check test. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci colectomy procedure, the blade on the vessel sealing instrument came out. No missing or fallen pieces were reported. No patient harm, adverse outcome, or injury was reported.